Event description:
Ous MDR - noise was noted on this rv lead. Between (B)(6) 2017 there were 24 inappropriate detections. These resulted in inappropriate atps and over 90 inappropriate shocks. Also, on (B)(6) 2017 the patient received 14 atps and 3 shocks.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided information. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegm showed noise on the rv channel which led to shock delivery as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.